Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose was running high and was not sure if the tubing connector was screwed in properly. The customer reported that threading at the tubing connector was worn and had tape on it to keep it from coming off. The customer had a high blood glucose reading of 383 mg/dl. The customer reported that the cannula was bent upon removal of the infusion set. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked battery tube threads.